Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). (B)(4). The catalog number is unknown at this time and the device will not be returned.  If additional information becomes available it will be provided on a supplemental report.

Event description:
Revision due to gutter overgrowth.